Event description:
It was reported during a shoulder arthroscopy that the physician was utilizing a speedstitch suturing device and needle cassette. After the suture was loaded onto the device, the suture failed to be engaged and would not fire properly. As a result of the reported event, the physician was required to complete the procedure using a competitors product. No pt complications were reported as a result of the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference MFR report(s): 3006524618-2012-00538.